Event description:
It was reported that during an intracept procedure, the l2, l3, and l4 lumbar vertebrae were completed normally, however, when l5 was attempted, the patient had hard bone and the first attempt went too anterior. The second attempt was also anterior and the curved cannula assembly had been reinserted incorrectly. Ablation was started on l5, however, the physician encountered impedances. When the physician pulled out the curved cannula assembly, some of the curved cannula peek was broken off and left inside the patient. No smaller pieces were seen and the curved cannula peek was most likely broken off inside the patient. L5 was completed on the left side as normal. It is unknown whether the device fragments are contained inside or outside the bone.